Event description:
It was reported that a disposable heated wire circuit in use at the facility sparked inside the circuit while in use. The circuit was removed without incident and no pt injury occurred. An fio2 of 40% oxygen was being delivered to the pt through the circuit at the time of the incident. The circuit had been in use for 2 to 3 weeks (14-21 days). The hosp policy is to change the circuit every 30 days. Simulated use testing has been conducted, but has been unable to recreate any sparks without purposely introducing artificially created defects inside the circuit and overriding heater safeguards. No evidence of hot spots or bunching of wires has been detected during the investigation. The insulation surrounding the wires was still intact. This is preliminary report, the investigation is continuing.